Event description:
This spontaneous case from united states was received on (B)(6) 2018 from the patient. This case concerns a (B)(6) female patient who initiated treatment with synvisc one and after an unknown latency experienced stabbing pain in right leg, chills, temperature it says it is around 99.1 degrees, leg jerking/ jumping, stiffness in right knee and swelling, also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On an unknown date in (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 1 df once for osteoarthritis. On an unknown date (B)(6) 2017, after an unknown latency experienced stiffness in right knee, stabbing pain in right leg, also jerking/ jumping. Consumer reported swelling after injection but was better now, having chills but when she took her temperature it said it was around 99.1 degrees (onset: (B)(6) 2017; latency: unknown for all). Corrective treatment: not reported for all events outcome: recovering for swelling; unknown for all other events seriousness criteria: important medical event for device malfunction an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Pharmacovigilance comment: sanofi company comment dated 09-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later had stabbing pain in leg, swelling and stiffness in knees, chills leg jerkiness and increased body temperature. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.